Manufacturer narrative:
Correction to all fields. This MDR report was submitted in error. There is no information available that suggests that there was a malfunction of the device. Additionally, the device did not contribute to a death or serious injury.

Event description:
This MDR report was submitted in error. There is no information available that suggests that there was a malfunction of the device. Additionally, the device did not contribute to a death or serious injury.

Manufacturer narrative:
This medwatch is submitted to send the initial report. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Investigation is still in progress. Conclusion is not yet available. : product not returned.

Event description:
Roi-a : revision surgery due to anchoring plate migration as reported, a revision surgery was performed because the product migrated within the patient. Original surgery was performed on (B)(6) 2018 and revision surgery occured on (B)(6) 2019. Products were not returned to manufacturer for examination at this time. Surgeon did not encountered any issue during the initial surgery, surgical technique for anchoring plate impaction was respected during first surgery. X-rays were provided. However, additional information was requested about the time when they were taken and the sequence of implantation of the other devices present in the x-rays. Cage and anchoring plate were replaced by new one during revision surgery. Investigation is ongoing.